Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient has been having trouble with their stimulator and that they went to their health care physician¿s (hcp) office and they turned it off because it was not working properly/ not working good. The patient further stated it would hurt all the time and that the manufacturing representative was the individual who turned it off after the patient called to see if the rep could come in and check the patient¿s device. The patient stated they wanted to have it taken out because they had too much trouble with it. The patient also noted that they fell about 4 days ago. The patient was advised to follow-up with hcp to discuss device removal. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. The patient reported previous events of the implantable neurostimulator (ins) not working, the doctor turning it off, hurting and turning stimulation down. The updated that she still doesn't have a doctors' appointment. It was mentioned that the patient doesn't really read so she will wait and review the follow-up letter with her daughter. Also, the patient asked if she turned the ins back on could she forget about the follow-up letter, which the patient was told to fill out the letter either way.